Event description:
The consumer reported that the patient had a seizure on the night of (B)(6) 2016 and they were not sure if it was related to the patient's device. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.